Event description:
A customer in (B)(6) reported a (B)(6) cefoxitin screen result for a staphylococcus aureus atcc 29213 quality control strain in association with the vitek® 2 ast-p626 test kit. The customer submitted the lab reports for evaluation. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed for a customer report of false positive cefoxitin screen (oxfs) results when testing qc strain staphylococcus aureus atcc 29213 on vitek® 2 ast-p626 cards (lots 5360662103 and 5360723103), using vitek 2 8.01 software. The customer did not submit their qc strains, which were giving the false positive oxfs results. Internal biomérieux staphylococcus aureus atcc 29213 strain was used instead. Internal biomérieux staphylococcus aureus atcc 29213 was subbed to remel tsab agar and used to prepare the suspensions. Vitek 2 testing at software version 8.01 was conducted on customer lots 5360662103 and 5360723103 as well as random lot 5360837203. All cards tested on both the customer and random lot were tested in duplicate and gave the expected negative cefoxitin screen result. The customer's false positive cefoxitin screen results were not reproduced internally. The vitek 2 ast-p626 cards are performing as intended.